Manufacturer narrative:
D2b - pro code (product code): lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronically totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. After the 014 guidewire was able to cross the cto, a 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced into the lesion. However, a balloon rupture occurred before inflation. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.